Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-may-01. The patient had a magnetic resonance imaging (MRI) procedure and the pump was "spread" post scan. The patient had a doctor appointment scheduled for (B)(6)2018. No information was provided by the MRI center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2018-may-07. It was reported during the surgery, the port was accessed due to the complaint of difficulty and no cerebrospinal fluid (csf) leak was identified. There was no known problem with the pump. Regarding actions taken, the previously reported blood patches were performed. It was reported the patient's symptoms had not resolved. The patient was referred for a second opinion. The patient has continued to experience positional headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-apr-05. The patient¿s weight was previously reported. The patient did have a successful blood patch on the (B)(6)2018. ¿csf aspiration with ascenda catheters is not always easy vs the old model catheters.¿ on (B)(6)2018, the doctor opened the pump pocket, inspected, was able to draw off csf, and injected contrast. The pump was operating fine and the catheter was primed and put back to simple continuous rate of 65mcg/day. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-apr-24. The rep stated the catheter does not always aspirate easily. The doctor was able to access the catheter and received good cerebrospinal fluid (csf) backflow the day after the initial sideport test in radiology. The rep was told the patient had a second blood patch for headaches and there was a possible csf leak. The rep had no further information.

Manufacturer narrative:
Event date is approximate. Other relevant device(s) are product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2020, UDI#: (B)(4). Product ID: 8784 serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 500 mcg/ml of gablofen at 65mcg /day via an implantable pump for intractable spasticity. It was reported the patient had a headache after their system was implanted on (B)(6) 2018. A catheter access port (cap) study was done (B)(6) 2018 to confirm catheter tip placement. The doctor was unable to draw cerebrospinal fluid (csf) so the study was aborted, and the patient was referred to neurosurgery. The doctor planned to do an exploratory catheter surgery on (B)(6) 2018. A blood patch was also performed (B)(6) 2018, and the headache seemed to subside. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue had resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury¿ at the time of the report. Additional information was provided from the rep on march 30, 2018. It was reported the doctor accessed the side port and received clear csf. A dye study confirmed the catheter was in the correct location. No further complications were reported or anticipated. Other medications being given at the time of the event and medical history were unknown at the time of the report.